Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1014 mg/dl. The cause of elevated bg was unknown; however, the customer indicated that the pump was functioning as intended. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, customer was using humalog insulin and the pump supplies had been in use for 4 days at the time of the event. Tandem technical support educated the customer on insulin labeling. Customer acknowledged. Reportedly, the customer was released on (B)(4)2019 with the issue resolved and no permanent damage.